Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 2032227-2011-02448.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 655mg/dl. The customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. The programming, time, and date were correct. Ran a fixed and high pressure test and the tests passed. The customer's most recent glucose reading was 132mg/dl. No further information was provided.